Manufacturer narrative:
Sections with additional information as of 24-sep-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: CAPA-21-007.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. At the time of the call the customer stated she was not feeling well. Customer did not specify symptoms but did say that she believed it was because her blood sugar is high. Customer stated she would be seeking medical attention tomorrow due to her symptoms. Customer could not troubleshoot the meter at the time of the call and no further information was able to be obtained.